Event description:
During implant, increased pacing impedance and loss of capture were observed on the device following connection of the left ventricular (lv) lead. The psa values were normal and in range for the lv lead. The device was reprogrammed to resolve the event. The patient was stable and there were no consequences.